Event description:
It was reported that an ilet user observed the ilet app displaying ¿ilet disconnected¿ while in a hospital setting and asked whether hospital equipment could interfere with the ilet-to-phone connection; the user¿s ilet displayed a blood glucose of 198 mg/dl with a flat trend and no symptoms, and the user declined troubleshooting while asking whether insulin delivery was continuing. Symptoms included no reported clinical manifestations. Outcomes included concern regarding hyperglycemia without functional impairment reported. Investigation included user interview and device-use assessment. Investigation of this case revealed a suspected environmental interference with bluetooth communication between the ilet and the paired phone, with no evidence of loss of insulin delivery from the ilet. It was concluded that the event was consistent with hyperglycemia of unclear cause with a concurrent communication disconnect between the ilet and the mobile app; the system behavior was consistent with expected operation when the app is disconnected but the ilet continues therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.